Manufacturer narrative:
Per pre-decontamination findings, a liner tear was observed along the entire length of the sheath shaft and was attached at both ends.  It was clarified that there was no liner strand present on the returned esheath as the tearing of the liner remained attached on both ends. Liner tearing typically results from contact with calcified vessels during the tvr procedure, and can propagate during device manipulations through the sheath, and/or during withdrawal of the sheath from the patient. This may result in blood leakage as the sheath is withdrawn from the patient; however, sheaths are typically removed expeditiously, and the amount of blood loss is unlikely to result in serious injury. Quantification of intraprocedural blood loss is inexact. Blood transfusions may be given for various reasons, including pre-existing anemia and multiple vascular punctures. If the sheath liner is intact and the bleeding does not require a blood transfusion, these events are not considered a serious injury. In this case there were no negative patient outcomes. This event is no longer MDR reportable.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.  See related report number 2015691-2020-14028 for the valve.

Event description:
Edwards received notification from a sales rep that two sapien 3 ultra valves were used, (one implanted, one wasted) during a transfemoral tavr case.  Through follow-up it was learned that the 26mm valve and delivery system were introduced with slightly more force than normal. As the valve left the sheath and the team was beginning to perform valve alignment, it was noticed on fluoroscopy that there was a stent strut sticking out of the valve. It was decided to remove the entire system. There was some difficulty removing the valve as the stent strut appeared to get caught on the sheath. The sheath was noted to be ¿split¿. The team was finally able to remove the delivery system, valve, and sheath as a unit. A new 14fr esheath and new delivery system/valve were introduced. The 26mm valve was successfully deployed with no issues. There was no injury and there were no negative patient outcomes.